Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported unable to flap lift during the procedure. Case was aborted. Patient is fine. Patient is going to reschedule for this fall to complete procedure.